Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. (B)(6). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-ipg-pc. Upn: m365db14160. Model: db-1416. (B)(6).

Event description:
It was reported that the connection between the extension and the lead had eroded through the deep brain stimulation (dbs) patient's skin. The physician surmised the shape of the extension connection block contributed to the reported event. The patient underwent an explant procedure where the entire dbs system was removed. The explanted devices were disposed of by the facility; therefore, physical analysis could not be conducted in our laboratory.